Manufacturer narrative:
The customer was sent replacement 21mm personal fit flex breast shields and her original breast shields were requested to be returned for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2021, the customer alleged she had developed a rash from using the medela pump in style personal fit 21mm breast shields. She additionally alleged she had been prescribed a steroid cream.